Manufacturer narrative:
No evaluation has been conducted by karl storz as the hospital has not released the subject ureteroscope for evaluation.

Event description:
Allegedly, during a stone removal procedure with a flex-xc video ureteroscope, the patient's ureter was torn.